Event description:
The physician was retreating an old ica aneurysm that was previously treated with a neuroform stent and target coils. The physician decided to retreat this aneurysm utilizing the penumbra coil 400 and the px slim catheter. The physician was able to track the px slim into the aneurysm safely through a neuroform stent. The physician implemented the following coil sequence through a 130 degree px slim; (B)(4), with no issues. During the deployment of the last coil ((B)(4)) the catheter kicked out of the aneurysm and the coil detached. The physician then utilized a combination of snares to retrieve the coil which after about an hour were successful at removing the detached coil. The physician then tried to reaccess the aneurysm with an sl-10 but was unsuccessful and the case was stopped.

Manufacturer narrative:
Device investigation: results: the pusher pet lock is in place and intact. The coil proximal constraint ball is inside the pusher distal detachment tip (ddt). The sr wire that connects the coil to the ball is broken off at the surface of the ball. The returned coil was stretched and mangled by the snare that retrieved it from the patient. Conclusion: the unintentional detachment of the coil noted in the complaint is confirmed. The cause of the unintentional detachment was the breakage of the sr wire at the core of the coil. The cause of this breakage could not be directly determined. In similar situations tensile force in excess of the tensile strength specification of the sr wire has caused similar failures. Excess tensile force during coil manipulation in this case may have occurred when the physician attempted to place the coil across a stent when the catheter was kicked out of the aneurysm. The coil may have caught on the stent leading to excess force used to manipulate the coil and eventually causing the coil to break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.